Manufacturer narrative:
Additional information will be provided upon results of investigation. Device not returned to manufacturer.

Event description:
On 28th september, 2020 getinge became aware of an issue with one of surgical lights- prismatic. As it was stated, spring arm and cupola was dropping. Photographic evidence of the issue reveal that also issue with paint and labelling peeling off occurred. There was no injury reported however we decided to report the issue in abundance of caution as any particles falling off into sterile field may cause contamination. Manufacturer's reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with a surgical light prismatic device. As it was stated, spring arm and cupola was somewhat lowering. In itself this lowering represents a non-risk event. Photographic evidence of the issue however revealed that also an issue with paint and labelling peeling off occurred, which is risk related and therefore we decided to report it in abundance of caution as any paint particles falling off into sterile field or during procedure may cause contamination. There was no injury related. It was established that when the event occurred, the surgical light did not meet its specification as appearance of chipped paint could be considered as technical deficiency and in this way device contributed to event. None of the provided information indicate that upon the event occurrence the device was being used for patient treatment. During the investigation it was found that in the past the reported scenario has never lead to serious injury or worse, to death. In the reported case peeling paint was indicated by our product experts likely to be caused by mechanical collision of the light parts. For the issue with labelling root cause of the issue could not be established as mentioned label is not getinge label. The product prismatic user manual prc/nu/02/92 ed. 02 04/94 ref. (B)(4) p. 31 includes an information to check paint condition of the device , especially in the event of shocks. Therefore any paint damages should be noticeable and reported during daily maintenance routine performed by the client. We believe that all remaining devices are performing correctly in the market. We also believe that if the manufacturer recommendation would have been followed the incident could have been avoided. Given the circumstances we shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
The purpose of this submission is to provide a correction of describe event or problem section. This is based on the result of an investigation. #b5: previous describe event or problem: manufacturer's reference number (B)(4). Corrected describe event or problem: manufacturer's reference number (B)(4).

Event description:
Manufacturer's reference number (B)(4).